Event description:
It was further reported that the lead had a suspected fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: sdr303b, implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped due to "impedance or threshold issues". The lead was replaced. No patient complications have been reported as a result of this event.